Manufacturer narrative:
Manufacturing review of the cangaroo envelope device history record for the reported lot shows that all packaged and labeled units were quality released to distribution on 1/10/2020 having met all internal qc acceptance requirements. All sterilization processing records and bioburden testing indicate successful sterilization process, as well as passing lal and product sterility results allowed the envelope subassembly lot to be released for further processing having met all criteria for manufacturing release. There were no non-conformances during manufacturing or sterilization potentially impacting the final acceptance of this manufacturing lot. In lieu of a request for the OEM supplier DHR review, it is noted that aziyo processes the non-sterile envelope materials by cutting, suturing, packaging, and sterilizing. It can be noted that per the instructions for use [IFU] (part number-20663 provided with device) for the cangaroo envelope currently lists infection as a potential complication associated with the procedure and device. Although the exact cause of the reported infection with sepsis event cannot be conclusively determined, infection is a known complication associated with the use of a cangaroo envelope and a surgical implant procedure.

Event description:
It was reported by aziyo biologics' business partner boston scientific, that a cangaroo envelope (model cmcv-009-lrg lot# m20a1024) was used with a boston scientific cied (model # / serial # unknown) on (B)(6) 2020. The patient had his product explanted on (B)(6) 2020 due to an infection with sepsis. Intravenous antibiotics were given to treat the infection.